Event description:
A 22g bd nexiva device was inserted by IV team member at 0800, l. Ac on (B)(6) 2011. At 1700, the nurse attempted to flush the line and noticed that the catheter was sheared. The nurse contacted the physician and an ultrasound was performed. The catheter was located approximately 2-3 inches above the site. The physician attempted to remove the catheter via cutdown, however, he felt he may have pushed the catheter downward, and opted to tie off the vein to prevent migration. The pt is in stable condition. After looking closely at the catheter, the manager of professional practice and education felt the damage was a result of the pt's actions. After the intervention to retrieve the embolized piece, a second catheter was placed, and one of the nurses caught the pt in the act of removing the dressing the subsequently picking at the second catheter.

Manufacturer narrative:
At this time, the facility will not release the sample for evaluation. Additional information regarding this incident has been requested. If the sample and/or additional information is received, a supplemental report will be submitted. (B)(4).